Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the tsb45 instrument was returned in good visual condition and with a reload present. The reload was received fully loaded with staples. The firing mechanism was noted to be damaged. No functional test could be performed with the device. However, the reload was tested for functionality on a test device and it fired, cut, and formed the staples as intended. In addition another reload was received loose inside the plastic bag, it was partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instructions for use for more information. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4).

Event description:
It was reported that during an appendectomy procedure, the device locked inside the cavity. It did not fire properly. It was necessary to "break" the device to remove it from cavity. Unknown how case was completed. There were no adverse consequences for the patient.